Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 18-sep-2024. Investigation summary: bd received eleven (11) samples for investigation. The samples were evaluated by visual examination for any damages, brittleness and the indicated failure mode for cracked tube with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination for damages and no issues were observed relating to cracked tube as all samples met specifications. Also,10 retain samples were subjected to a visual inspection for brittleness and all samples met specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of cracked tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that the sample leaked out of a cracked tube. No patient impact.

Manufacturer narrative:
The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that the sample leaked out of a cracked tube. No patient impact.